Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on the journal article, delta ceramic- on-alumina ceramic articulation in primary tha (total hip arthroplasty)." The aim of the article is to analyze data retrieved from a randomized FDA - ide study. The survival, harris hip scores, and osteolysis and component migration with new ceramic-on-ceramic bearing and a ceramic-on-polyethylene bearing was examined. The minimum follow-up time for the study was 24 months. One patient identified in the article underwent a revision procedure approximately six years post-implantation due to an atraumatic fracture of the femoral head. During the procedure, the head and liner were removed and replaced. Increased surface roughness of the femoral head in the main wear and stripe wear zones was also noted post-explantation.